Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms was confirmed via log file analysis. A review of the log files contained data spanning approximately 12 days ((B)(6) 2023 per timestamp). On (B)(6) 2023 from 11:18:53 ¿ 11:18:57, power cable disconnect and low power hazard alarms activated due to a loss of ac power while connected to the mobile power unit (mpu). At 11:18:57, the no external power alarm activated due to the voltage diminishing to ~3.20 v. The alarms cleared once ac power was restored. The backup battery was able to provide power to the system the event. There were no other notable alarms active in the log file. The heartmate mobile power unit (s/n: (B)(4)) was not returned for analysis. Per the provided information, the patient has an mpu with the locking version of the ac power cord. Multiple attempts were made to obtain additional information from the customer regarding if the ac power cord came loose, if there were any environmental circumstances, and if the mpu was exchanged/ removed from service; however, no additional information was provided. A root cause for the reported event was unable to be conclusively determined through this analysis. Heartmate 3 instructions for use, rev. C, section 7 - ¿alarms and troubleshooting¿ and heartmate 3 patient handbook, rev. D, section 5 - ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power, power cable disconnect, and low voltage alarms. Heartmate 3 instructions for use, rev. C, section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook, rev. D, section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. Heartmate 3 instructions for use, rev. C, section 6 - "caring for the equipment" describes how to care for and clean all equipment, including the mpu patient cable. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the mpu patient cable for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced a no external power alarm on (B)(6) 2023 which was caused by interrupted power to the mobile power unit.